Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using two prostyle after an iliac and aortic interventional procedure with an 8f sheath in a deep tissue tract. Reportedly, there was no good blood flow from first prostyle marker lumen after insertion. The device was removed. Another prostyle was deployed successfully; however, the suture had not caught the vessel wall and came out. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. Factors that contribute to marker lumen blockage/no pulsatile flow from the marker lumen, include, but not limited to, manufacturing, low blood pressure, a blood clot, tissue interference, under insertion/the marker port not being in the arterial lumen, improper insertion angle/the marker port against the patient artery or a small patient vessel diameter. A conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using two prostyle after an iliac and aortic interventional procedure with an 8f sheath in a deep tissue tract. Reportedly, there was no good blood flow from first prostyle marker lumen after insertion. The device was removed. Another prostyle was deployed successfully; however, the suture had not caught the vessel wall and came out. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to previously filed report, additional information was received: reportedly, after successfully preflushing the device, there was no good blood flow from first prostyle marker lumen after insertion. No additional information was provided.